Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "integ-broke in use" complaints within the past two years. 41,281 nt821731c units sold within past two years. Failure rate = 0.01% no associated capas root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure confirmed: no.

Event description:
Nt821731c the collection bag was only filled to 350ml of csf when the registered nurse tried to change, and the luer lock snapped off like the prior events. Because of issues with the bag, they change when half full. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected product was not provided. The customer confirmed that the affected product will not be returned for evaluation. Risk review: (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 3.11 cause - leakage from the female luer lock connection of the drainage system to the catheter and/or syringe effect (harm) - over drainage of csf leading to possible infection. Residual risk: medium the hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. Further review of details to be completed.

Event description:
Nt821731c the collection bag was only filled to 350ml of csf when the registered nurse tried to change, and the luer lock snapped off like the prior events. Because of issues with the bag, they change when half full. No injuries.